Manufacturer narrative:
The customer used a device past its expiration date, though they did not discover that until after it was used. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon used an expired irrigation clip. The irrigation clip is a non-implantable, disposable part. The outcome of the case was successful.